Manufacturer narrative:
Additional manufacturer narrative: no device was returned for evaluation. The device was discarded at the user hospital. Further telephone contacts with hospital informed that "hemostasis was achieved. It was like a routine fs application with no visible bleeding. The fs was on a total of one hour and 15 minutes before bleeding started. At initial supersystolic pressure no visible damage to belt was noticed". Stress tests have been performed under wet conditions on identical belts from the inventory. After testing the belts were visually inspected. No damage corresponding to a "shredded belt" could be observed. Results are inconclusive. Similar belts have been used in europe for 9 years without any similar complaints.

Event description:
Description of event (as presented on customer's complaint report): "in 2004 acute mi cath and stent. Sent patient to ICU where femostop was applied. Patient received integrilin and heparing. Hemostasis achieved and deflation pressure was around 60mmhg according to ICU nurse. 15 minute checks where being monitored. On 15 minute check "approximately 1-2 liters of blood" was found in the bed and the "new" belt was shredded. The patient's bp was in the 90 systolic and no additional blood was given, no pressure needed "dopamine levophed" and no fluid bolus was given. Patient was male and act was 137 at time of sheath pull. No additional medical attention required."